Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Medwatch # mw5066606. Same case as: 2134265-2017-00261. It was reported that aspiration was lost during the procedure. Two spiroflex® angiojet® thrombectomy set were selected for a thrombectomy procedure. Aspiration was initiated inside the body with the first catheter. However, it was noted that all was functioning with the exception of the suction. Another spiroflex® angiojet® thrombectomy set was used and the same issue occurred. There were no patient complications reported.